Event description:
It was reported that in surgery the anchor c screwdriver snapped as the surgeon backed it out of the inserter.

Event description:
It was reported that in surgery the anchor c screwdriver snapped as the surgeon backed it out of the inserter.

Manufacturer narrative:
Method: device history review. Results: the surgical technique indicates that the shaft of the flexible driver should not be bent past 35 degrees. It is not known how far the shaft was bent when this device was fractured. A likely cause cannot be determined without further information or a device to examine. Conclusion: the anchor c screwdriver - flexible was confirmed to have fractured during surgery by sales rep report. A 5 minute delay and no other harm was reported.